Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer continued to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.